Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced when loading a fluid filled tube and closed the door. This was confirmed through a review of the event history log and caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed system error 322 during biomed testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the software version was upgraded per the approved remedial action. However, the software update was already previously installed on this device; therefore, the software has not been upgraded for this event.